Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The oversensing resulted in inappropriate detection in the vf zone, however, no therapy was delivered. The device was programmed to vvi 40, therefore, no pacing inhibition was observed. During a routine device change out procedure, the rate/sense portion of this lead was surgically abandoned and replaced without complication. The defibrillation portion of this lead remains actively implanted. No adverse patient effects observed during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.